Event description:
It was reported that a symptomatic (4-5 second ventricular asystole due to undersensing), patient presented in clinic for follow up with post paced t-wave oversensing on the ventricular lead. The therapy was aborted due to rts. The oversensing was noted on a stored egm. The device sensitivity was reprogrammed to lower values.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.